Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of the customer who received a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre 2 sensor. Caller further reported being unable to check customer's glucose and therefore experienced symptoms described as "drowsiness, headache, stomach ache, vomiting, blushing cheeks" and was transported to emergency room. A glucose reading of over 500 mg/dl and a ketone reading of 2.70 mmol/l were obtained on the hospital meter. Customer was diagnosed with hyperglycemia and was treated with insulin by via insulin pump. There was no report of death or permanent injury associated with this event.